Event description:
Was priming ecp [external counterpulsation] machine with a kit # n344 when the bowl shattered. Machine and incident called in to therakos, machine taken out of service. Vendor said there are no recalls on this item, but they have other customers experiencing the same. Therakos responded to our site with a mfg [manufacturer] letter reinforcing the priming technique for loading the bowl to prevent shattering. The staff confirm this was not user error and was loaded according to the mfg instructions. Manufacturer response for bowl in photopheresis kit, therakos® cellex® photopheresis system (cellex) (per site reporter).